Manufacturer narrative:
(B)(6). On 11/17/2015 in trouble-shooting, the medtronic representative checked ndi utility: status ok, rev .z14 on scu and psu, event logs are clear. Checked all the connections, switched connection of the usb to the upper usb port on the computer. Checked, and the navigation system camera was working. Issue resolved. On 11/17/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No parts replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative reported their navigation system camera was cycling during a spine procedure. The camera would cycle a few times and loose navigation, then come back and function normally for a few minutes and then cycle again. This issue only delayed the procedure for a few seconds while the camera powered back on. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.